Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation.the device was returned to an olympus service center for evaluation. It was confirmed that the tissue pad was partially peeled off and the coating of the grasping section and the probe were partially peeled off. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The exact cause of the event couldn¿t be conclusively identified. However based on the investigation results, the peeling of the tissue pad is likely occurred by the following mechanism: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. Alternately, the coating of the grasping section could have come off when dirt was scraped off with something hard, or activating the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. The instructions for use contains the following information: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates.

Event description:
Updates on event reported: event occurred during the middle of a therapeutic procedure. No other devices were involved in the event. There was no delay in the procedure. Generator setting, seal and cut level 2, seal at level 1, tissue monitoring on. The device was inspected prior to use. No abnormalities were observed. The connection points to the generator were inspected. No cable damage was observed.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the pad or strip inside the jaw of the handpiece device peeled off completely. The intended procedure was completed using another handpiece. The serial number of the handpiece used was not provided. No known device fragments fell into the patient, no harm or injury reported. No user injury reported.